Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 407652 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was hospitalized due to sepsis and an infection of the system, including the cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were observed. The patient was treated with antibiotics and discharged from the hospital a few days following. The system remains in use. The patient is a participant in the panorama ii clinical study. No further patient complications have been reported as a result of this event.

Event description:
Further information was received, which indicated the system was explanted. No patient complications have been reported as a result of this event.